Event description:
Reference number (B)(4). Event occurred in the norway patient reported infusion set was cannula was bent which led to dka and subsequent hospitalization. No further information available.